Event description:
It was reported that the device entered backup mode with high voltage (hv) therapy disabled due to magnetic resonance imaging (MRI) where MRI settings were not programmed. Abbott technical support was contacted and the device was restored to normal function. The patient was stable.